Event description:
Vessel sealer would not activate during surgery. Unplugged and retried, then opened a new vessel seal, same thing happened. Ended up turning console off and back on and new vessel sealer worked. FDA safety report ID# (B)(4).